Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-02371 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the green clamp on the pump would close down on the tubing causing the patient to not get their medication. None of the patients were hurt or hospitalized when pumps malfunctioned.